Event description:
A customer observed false positive troponin 1 results on one vitros eci analzyer versus another eci analyzer. Falsely elevated tropinin 1 results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.